Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 527 mg/dl. The customer stated they had changed their infusion site and saw a crimped cannula. However, the customer stated changing their site did not resolve their high blood glucose. Customer also stated they had been using the same insulin, so this was not the issue. Customer stated they would call back to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.